Manufacturer narrative:
(B)(4) system analysis/service repair: the customer was not able to "set power". A damaged assembly was noted. The hv interface pcb assembly and the flashlamp were replaced. Calibrations were performed. The system was tested and verified to specification.

Manufacturer narrative:
Service repair in the field was performed on february 16, 2016. The replaced hv interface pcb assembly and flash lamp were not returned to the manufacturer.

Event description:
It was reported that during a prostate procedure, the laser shut down. Patient to be rescheduled for surgery after repair has been completed. There was no report of a patient injury.